Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry movements were down when propeller moved. Review of system log file identified the reported error. Upon troubleshooting, fse found that the propeller rotation potmeter position value drifted. The philips engineer replaced propeller rotation potmeter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to do the propeller movement as it would not complete the movement and lose power. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.